Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after ablation of the left pulmonary veins, the patient experienced bleeding out of the throat, a decrease in oxygen saturation to 60% during the procedure, and an unstable condition. The bleeding was surmised to likely be due to the presence of an oropharyngeal airway or a transesophageal echocardiogram (tee) injury in the throat. During administration of an anticoagulant during the transseptal puncture, blood was visualized to be running through the throat into the tracheal tract. A visual injury was unable to be found and the bleeding stopped. Ventilation and intubation were required to save breathing, and the patient was transferred to the intensive care unit for hospitalization. The ear, nose, and throat team was present to identify the source of bleeding. The ablation procedure was completed. Bronchoscopic examination was performed after the procedure and could not find any source of bleeding in the bronchial tract. No material malfunction was observed. The patient was discharged from the hospital without any symptoms. No further patient complications have been reported as a result of this event.